Manufacturer narrative:
The device was not returned to resmed for evaluation. The customer was able to resolve the issue by performing a hard reboot of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to power down. The device was not in use when the fault occurred; therefore, there was no patient involvement.